Event description:
It was reported by the customer that while in procedure the handpiece overheated. Customer was able to use a backup drill to complete the procedure. There was no reported delay, medical intervention or adverse consequences with this event.